Manufacturer narrative:
Data analysis performed on inr results provided by customer. Patient is on pain medication. Patient current medication may interfere with coagulation test and may lead to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.1 inr, reference: 5.5 inr, mean: 4.80, confidence limits: (2.6-6.9). The 1.3, 1.0, 1.7, 1.8 and 1.1 inr, are excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The 5.1 inr is excluded from comparison test since customer applied inappropriate sample (venous) on unit. And patient may been on lovenox; lovenox is a class of anti-thrombotic agents known as low-molecular-weight heparin (lmwh). Per product user guide - limitations, "this test should not be used for patients on heparin therapy." The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Patient's medication could affect inratio testing. Patient's condition was not available. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. As reviewed on (B)(4) 2011, 13 discrepant result complaints were reported for lot #246050 yielding a complaint rate of 0.010%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.3. Date: (B)(6) 2011, inratio: 1.0, lab comments: patient still on lovenox and coumadin. Date: (B)(6) 2011, inratio: 1.7, lab comments: patient stopped lovenox treatment for that day. Date: (B)(6) 2011, inratio: 1.8. Date: (B)(6) 2011, inratio: 1.1, lab comments: patient noted the blood was thin, ran down the finger. Therapeutic range: 2.3-3.0. On (B)(6) 2011, patient went to the lab to do correlation: inr - 5.1 venous blood was tested on inratio strip. Inr = 4.1 capillary finger-stick blood. Lab = 5.5 result received by phone on (B)(6) 2011. Patient was getting ready for surgery, taking both lovenox and coumadin. Patient had no changes in her coumadin until the lab result on (B)(6) 2011. Patient has only eaten one small meal/day the past few days.